Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that the display screen was blank. Additionally, investigation revealed that there was contamination under all button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/08/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/08/2015 with the following findings: visual inspection revealed that the battery compartment was cracked along the side, starting at the threads. The keypad cover was found to be torn from the ok to the up arrow button. The pump powered on to a blank display screen with audio tones and vibrations functional. The keypad cover was removed and contamination was found under all key contacts. The pump case was removed and the display screen was found to be cracked. (B)(4).